Event description:
It was reported that a user experienced intermittent dexcom g7 connectivity issues specific to the ilet pump, including a sensor reconnecting alert that resolved during the call and subsequent loss of cgm readings on the pump while readings remained visible in the g7 app; education was provided on bg run mode, pairing verification was completed, and the user toggled g6/g7 settings and restarted the sensor, after which pump readings resumed. Symptoms included no adverse clinical effects and blood glucose values reported in range. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included technical troubleshooting with pairing confirmation, software setting verification, and sensor restart. Investigation of this case revealed that the pump was initially not receiving cgm data despite the sensor functioning, and connectivity was restored after settings were corrected. It was concluded that the event was due to cgm-to-pump communication loss that resolved with troubleshooting and user education, with the device functioning as expected after recovery.